Event description:
It was reported that a user experienced intermittent signal loss from a dexcom g7 sensor, after which glucose readings resumed during the call, and troubleshooting and education were provided. Symptoms included unknown. Outcomes included no alerts or alarms and no reported clinical impact. Investigation included troubleshooting over the phone focused on connectivity and signal restoration. Investigation of this case revealed that the sensor experienced transient signal loss, with function restored without hardware replacement. It was concluded, based on previously established findings for similar reports, that the cause was likely temporary communication interference or user-environment factors.